Event description:
Indication: immunodeficiency with predominantly antibody defects unspecified. Patient's mom wants new pump as she believes the one she has is not working correctly every time; no side effects or symptoms due to the defective product and the defective product is available for return. No further information known or provided. Reported to (B)(6) by pt/caregiver.